Event description:
It was reported that the patient presented at the emergency room. Interrogation found the implantable cardioverter defibrillator in backup mode possibly due to a hardware issue. Review of session records noted that the implantable cardioverter defibrillator performed inappropriate shocks. The reported device was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of inappropriate therapy could not be confirmed while the reported event of backup operation was confirmed. As received, a device was returned for analysis. Review of the egms showed the therapies were delivered appropriately and according to the device¿s programmed settings. The cause of back up operations was due to a power-on-reset (por) as a result of a sudden drop in battery voltage. No other anomalies were identified.